Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and apogee graft were used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to sui. It was reported that following insertion the patient experienced extrusion, urinary/bowel problems, fistulae, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh excision on (B)(6) 2006 (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced recurrent uterovaginal prolapse following the procedure. It was reported that patient underwent lysis of adhesions, wound debridement, repair of large fascial defect, large ventral hernia repair on (B)(6) 2008, due to wound infection, fascial dehiscence from prior surgery. It was reported that patient underwent excised additional mesh, hernia repair surgery, and lysis of adhesions on (B)(6) 2013, due to incarcerated incisional hernia, extensive scar tissue and pain. No additional information was provided.

Event description:
It was reported that the patient experienced recurrent uterovaginal prolapse following the procedure. It was reported that patient underwent lysis of adhesions, wound debridement, repair of large fascial defect, large ventral hernia repair on (B)(6) 2008, due to wound infection, fascial dehiscence from prior surgery. It was reported that patient underwent excised additional mesh, hernia repair surgery, and lysis of adhesions on (B)(6) 2013, due to incarcerated incisional hernia, extensive scar tissue and pain. No additional information was provided.